Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during episiotomy, the device was difficult to handle and there has been an increase in the dehiscence of the raffia. In addition, the edge was quickly losing and the needle suture was loosening. Another device was used to complete the case.